Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with calibrating his insulin pump. The customer's blood glucose was 147 mg/dl. The customer stated that the screen was not showing times for calibration. The customer also stated that there was a button error alarm in the alarm history of the insulin pump. Advised customer to reconnect to his old sensor and monitor the insulin pump. Advised to call back if any other issues occurred. Nothing further reported.